Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00378. It was further reported that the proximal to mid part of the stent was not fully dilated via angiography and intravascular ultrasound (ivus) image. The patient's condition is no problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. After imaging, direct stenting was performed and synergy 2.75x38 was placed. Imaging was performed again after dilatation was done for three times. However, the opticross¿ imaging catheter became stuck near the stent distal when the opticross¿ imaging catheter was pulled out after imaging check inside the vessel. An unknown guide wire was inserted along with the opticross¿ imaging catheter and the stuck issue disappeared. After dilatation was performed inside the stent using a non-bsc balloon catheter, dilation was checked under angiography and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00378. It was further reported that the proximal to mid part of the stent was not fully dilated via angiography and intravascular ultrasound (ivus) image. The patient's condition is no problem.